Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited remnants of white foreign material in the air/water channel / airwater-cylinder had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. It was likely that foreign material was unable to be removed due to reprocessing not properly formed due to leakage from switch one and two. The events can be detected and prevented in accordance with the following sections of the instructions for use: "detection method is described in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor the field performance of this device.